Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycle"), abdominal pain ("abdominal pain"), vaginal haemorrhage ("vaginal bleeding"), alopecia ("hair loss"), back pain ("back pain"), dyspareunia ("painful intercourse"), toothache ("teeth pain"), gingival pain ("gum pain") and dysgeusia ("metal taste"). The patient was treated with surgery (essure device removal). Essure was removed. At the time of the report, the pelvic pain, dysmenorrhoea, abdominal pain, vaginal haemorrhage, alopecia, back pain, dyspareunia, toothache, gingival pain and dysgeusia outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, dysgeusia, dysmenorrhoea, dyspareunia, gingival pain, pelvic pain, toothache and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted : essure removal date as per pfs is (B)(6) 2020. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-oct-2020: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycle"), abdominal pain ("abdominal pain"), vaginal haemorrhage ("vaginal bleeding"), alopecia ("hair loss"), back pain ("back pain"), dyspareunia ("painful intercourse"), toothache ("teeth pain"), gingival pain ("gum pain") and dysgeusia ("metal taste"). The patient was treated with surgery (essure device removal). Essure was removed. At the time of the report, the pelvic pain, dysmenorrhoea, abdominal pain, vaginal haemorrhage, alopecia, back pain, dyspareunia, toothache, gingival pain and dysgeusia outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, dysgeusia, dysmenorrhoea, dyspareunia, gingival pain, pelvic pain, toothache and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted : essure removal date as per pfs is (B)(6) 2020 . Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.